Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Vascular access was obtained via the right femoral artery. The concentric, 12x3mm, 80% stenosed lesion being treated was located in the moderately tortuous and non-calcified left anterior descending artery. Using a choice guide , the physician began to advance a 12 x 3.00mm taxus liberte stent delivery system (sds) to the target lesion. However the sds became stuck at the proximal portion of the guide. "It seemed as if some portion of the polymer of the stent of a part of it was removed." The device was "washed". The physician readvanced and implanted the stent in the target lesion. It was noted to be well positioned and fully deployed. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).